Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported through the manufacturer's device tracking system that a pump exchanged took place on (B)(6) 2013. The reason for the exchange was noted as driveline fault.

Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Note that the patient's initial implant was performed by another center. Ref medwatch report number 0002916596-2013-01603 reporting on the event of (B)(6) 2013 for this patient.

Manufacturer narrative:
The report of a driveline fault was confirmed based on the evaluation of the returned pump. The pump was returned with the driveline cut approximately 3¿ from the pump housing and the severed portion of the driveline was also returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The distal-end portion of the driveline was tested for electrical continuity and all wires were found to be electrically intact; however, once the shielding and bionate layers were removed from the distal-end portion of the driveline, examination of the underlying wires revealed damage to the insulation of the green, brown and orange wires, exposing the underlying conductors. The insulation of the green wire was damaged approximately 11¿ and 25¿ from the metal system controller connector, the insulation of the brown wire was damaged approximately 12¿ from the metal system controller connector, and the insulation of the orange wire was damaged approximately 15¿ from the metal system controller connector. The damage found on the insulation of these wires appeared consistent with mechanical damage. Although a specific time in which the damage occurred and the cause for the damage could not be conclusively determined, the compromised wires would have potentially resulted in an interruption in pump function and subsequently the driveline fault alarms and pump stoppages seen in the submitted log file. Pump function could have potentially been interrupted as a result of the exposed conductors of the green, brown or orange wires contacting the braided shield and creating an electrical short to ground while the device was supported by the power module. Pump function would have also been interrupted if the exposed conductors of any two of the wires made direct contact with each other or simultaneous contact with the braided shield while the device was supported by batteries. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.